Event description:
A nurse at the antibiotic out-patient clinic tried to remove this PICC and although it met resistance, the nurse continued to pull on the catheter. Subsequently, the patient complained of chest pain. An investigation in ir found that the catheter had separated and embolized into the lung. The catheter was removed successfully with no other adverse effects reported.

Manufacturer narrative:
The complaint of a break was confirmed, and the cause of the break appears to be user related. The 4 fr groshong PICC broke between the 7 and 8 cm depth marks. The surface of the break was rough and granular. It was reported that the break occurred during removal. The nurse encountered resistance during removal, but continued to pull on the catheter, which appears to be the cause of the break. The catheter was most likely stretched beyond its elastic limits. No defects related to the manufacturing process were noted on the complaint sample. For catheter removal, the product IFU provides the following instructions. Remove dressing. Grasp catheter near insertion site. Remove slowly. Do not use excessive force. If resistance is felt, stop removal. Apply warm compress and wait 20-30 minutes. Resume removal procedure. Examine catheter tip for completeness and to determine that the entire catheter has been removed. A chr was not completed since the lot information was not provided by the complainant.